Event description:
Trocar was visibly inspected by the scrub tech prior to using it in pt. After dr. Used it, it was passed back to the scrub tech - upon inspection a portion of the end was missing-dr notified. Dr stated he touched harmonic scalpel to end of trocar resulting in damage to end of trocar.